Event description:
Two closure devices became stuck in the right femoral artery. Vascular was consulted. Md was able to deploy another closure device successfully. Only 1 vascular closure device was deployed. The other was opened as a model to assist with troubleshooting. The vascular closure device failed (specifically, while already partially deployed in the artery, the release button failed, and it initially appeared that the device deliver system would not be retrievable). Ultimately, it was possible to complete the deployment without event; no formal vascular surgical consult was needed. There was no harm to the patient. This is a very uncommon mode of failure for the angioseal device (I have not seen nor heard about this type of device failure during my career).